Event description:
The initial attorney report alleged pain and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 1998 - the patient underwent implant of a "marlex mesh". On (B)(6) 2001 - the patient underwent excision of "marlex mesh" and implant of composix mesh. On (B)(6) 2003 - the patient underwent exploratory laparotomy, lysis of adhesions, partial omentectomy and repair of recurrent ventral hernia with composix e/x mesh. On (B)(6) 2003-(B)(6) 2003 - office visits, the patient developed a postop seroma which became infected. On (B)(6) 2003 - the patient underwent a CT guided abscess drainage. On (B)(6) 2003 - office visits, patient continues to follow-up for abdominal wound and possible infected composix e/x mesh. On (B)(6) 2003 - hospital admission for infected abdominal meshes. On (B)(6) 2003 - the patient underwent excision of infected composix mesh and composix e/x mesh, lysis of adhesions and repair of abdominal wall defect with non-bard mesh.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed tot he alleged event. It is unclear whether the patient's medical and/or surgical history may have contributed tot he alleged event. The patient reportedly developed adhesions and seroma which are both listed as possible adverse reactions in the product's instructions for use. Medical records note the patient developed an infection, although the medical records do not indicate that the mesh was the source of the infection, the product's instructions for use state "if an infection develops, threat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been returned for evaluation and no product identifiers were received therefore no DHR or sterilization review could be performed. Based on information provided, no conclusions could be drawn. See MDR 1213643-2012-141 for information related to the flat mesh implanted on (B)(6) 1998. See MDR 1213643-2012-00137 for information related to the composix mesh implanted on (B)(6) 2001.